Manufacturer narrative:
(B)(4). Returned material was not made available from the customer site. As the lot number of the axsym total psa reagent was not provided by the customer and no records remained (customer deleted) on the instrument a six month review of the axsym total psa quality testing data was performed ((B)(4) 2010 - (B)(4) 2011). The records were analyzed and no performance issues were identified. In addition, no trends were observed. A review or complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym total psa reagent package insert contains information to address the customer's current issue. Based on the current investigation, it has been determined that the axsym total psa reagent is performing acceptably. A product malfunction was not identified. Method: review of complaint tracking and trending. Catalog number, updated to 7k53-20.

Event description:
The customer states that one patient generated the following axsym psa assay results: (B)(6) 2011, total psa: 80 ng/ml, free psa: 10 ng/ml. (B)(6) 2011, total psa:10 ng/ml, free psa: 1.0 ng/ml. (B)(6) 2011, total psa: 8 ng/ml, free psa: 0.9 ng/ml. The customer is questioning the elevated (B)(6) result as not being in line with the patient's clinical condition. Other testing confirmed that the patient does not have prostate cancer. The abbott customer technical advocate (cta) and the customer discussed the fact that there is a high probability that the (B)(6) result was reported out incorrectly (reported as a final 1:10 dilution result). However, results from (B)(6) have been purged from the axsym analyzer and cannot be referenced. The customer did verify that no patient impact resulted from the result of 80 ng/ml being reported from the lab. The cta sent the customer information on the possible causes of a falsely elevated psa result. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k53 that has a similar product distributed in the us, list number 3c19. An investigation is in process. A follow-up report will be submitted when the investigation is complete.